Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed in the dialysate compartment of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was present between the polyurethane (pu) cut surface and screw flange on both ends of the dialyzer. Coagulated blood was also noted within the dialysate compartment on the cavity ID end. Gross visual examination of the device did not identify any damage or irregularities. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to a laboratory bubble point test; a leak was not observed and found to be inconclusive, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. A short and looped fiber was located on the cavity ID end at approximately 10 degrees, with the dialysate ports at 0 degrees. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not identified during laboratory testing, possibly due to coagulated blood, the complaint investigator was able to visually identify a short and looped fiber at the cavity ID end bell housing. Therefore, the complaint has been deemed confirmed.